Manufacturer narrative:
H10: update results codes and conclusion codes.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4); please refer to related MDR: 2015691-2020-12237; additional manufacturer narrative: as with all prosthetic heart valves, serious adverse events, sometimes leading to death, may be associated with the use of tissue valves. In addition, adverse events due to individual patient reaction to an implanted device, or to physical or chemical changes in the components, particularly those of biological origin, may occur at varying intervals (hours or days), necessitating reoperation and replacement of the prosthetic device. Additional information has been request to clarify the reported event. The device was not returned to edwards for evaluation, it remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined, however the patient death is not linked to a failure or malfunction of our device. If additional information is received a supplemental MDR will be submitted. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was learned through medical records a mitral balloon valvuloplasty was performed on the 29mm mitral valve (mvr redo), during a re-exploration of a rue cannulation site. The implant duration or indication for the intervention could not be determined. Later, at the time of the planned ECMO decannulation on pod#20, the mitral valve leaflets were found to be moving normally. The patient expired on pod# 20 from persistent shock and acidosis.